Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance of the right ventricular pacing lead was below the expected lower range. Concomitant medical products: dtma1d1 crt-d, implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient¿s right ventricular (rv) lead triggered an alert for pacing impedance that was below the programmed lower limit. Testing and manipulations were performed and found the pacing impedance level to be the normal range for the patient. The low impedance alert tone was turned off, and the rv lead remains in use. No patient complications have been reported as a result of this event.